Event description:
Customer reported an absence of no delivery alarm. She stated she had not eaten in 12 hours and her blood glucose was going up but there was no alerts from her insulin pump. Customer's blood glucose was 265 mg/dl. She had treated with manual injections. Troubleshooting found the insulin pump did alarm with less than 5 units of insulin. The customer also stated her cannula was bent, but she was unsure if it was her fault. The customer was advised to monitor her insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).